Event description:
It was reported that this right ventricular (rv) lead has a pacing failure. A temporary pacing was inserted due to dislodgement. X-ray of the chest was taken to confirmed. The pacing threshold is measured and confirmed to be below 2.0v. Resistance is 550, amplitude is around 6mv, when the patient was asked to take a deep breath, intermittent pacing failure was observed. After repositioning, the threshold and the amplitude values was normal. No additional adverse patient effects were reported.